Manufacturer narrative:
Investigation is in progress as of 28-dec-2023. We will provide a final report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report. The opsinsight, ace and fem guides were made in accordance with specification and there were no detected issues with loosening during inspection. Further investigation revealed that the surgeon modified the oriental engineer planning, and this resulted in a much looser stem in the femoral canal. The surgeon then used an implant which is different to what he had planned. The reason for the surgeon's decision to deviate from the plan was not reported/known. Based on the available information, the root cause of the reported loosening is undetermined and unrelated to ops technology. Should any further information be made available in the future which allows oo to determine the root cause of this event, this case may be re-opened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to stem loosening.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Follow up report: investigation is in progress as of 02-feb-2024. We will provide a final report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.